Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event?: yes, if yes, number of minutes: 10, action taken when event occurred?: time to check and retrieve needle , was procedure successfully completed?: yes, patient status/ outcome / consequences: no, was the needle retrieved during the same procedure? Yes. Needle was removed as per complaint description was there any additional tissue damage as a result of searching for the needle? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Nothing further described. Please provide the lot number. Lot # unknown - packaging was discarded. Speculation as to lot# only as site has experienced multiple issues within the last two weeks. The following information was requested, but unavailable: were fragments generated?: unknown, if yes, were they removed easily without additional intervention?: unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, h3 investigation summary: the product was returned to eth for evaluation. One empty winding former and one used detached needle were received for analysis. Product code sxpp1b455. During the visual inspection of the returned needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was observed. In addition, the suture was not returned for evaluation; therefore, the cause of the reported event could not be determined. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. The needle came off suture when trying to remove through trocar. Needle lodged in abdominal wall - then retrieved by surgeon. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h6. Type of investigation - b14 the manufacturing records could not be reviewed as the batch/lot number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.